Manufacturer narrative:
Additional devices implanted and involved in the event: pxc201400/06711890, pxc201200/06728101, pxa280300/06692950, pxa280300/06700911, and pxc141400/6964232. Udis for the lots: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional information regarding the cause of death was requested but is reportedly not available.

Event description:
On (B)(6) 2009, the patient underwent treatment of a 9.6 cm abdominal aortic aneurysm whereby six gore excluder aaa endoprostheses were implanted. On (B)(6) 2009, the patient expired. No information regarding the cause of death was provided, and it is unknown if an autopsy was performed. Multiple attempts were made to request additional information regarding the patient's cause of death, but the requested information is reportedly not available.